Event description:
Related MFR report number: 2017865-2024-69513.

Manufacturer narrative:
Correction: b5: related MFR report number was added. The reported events were lead dislodgement and failure to capture. Visual examination of the lead found the helix was bent/damaged consistent with procedural damage and was clogged with blood/tissue. Unable to perform helix mechanism/extension length test due to the damaged helix, as received. The reported event of failure to capture was not confirmed. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with failure to capture on the conduction system pacing (csp) lead. X-ray was performed and revealed that the csp lead was dislodged. During lead revision, the right ventricular (rv) lead came dislodged. The physician elected to explant and replace the csp lead and rv lead. The patient condition was stable following the procedure.